Event description:
It was reported that the patient underwent a poly swap due to stiffness lack of range of motion. The patient was downsized from a 2+ 8mm to a 2+ 6mm. The surgeon also performed achilles lengthening and scar tissue debridement. The surgeon mentioned that were of signs of aseptic loosening present at the time of poly swap. When the surgeon saw the patient 6 months ago the patient was complaining of pain and three months ago an opened biopsy was performed and culture for infection. All results came back negative.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure, as documentation for op on (B)(6) 2023 got received. The investigation revealed the following: it got reported that the patient had "stiffness lack of range of motion", further intra op they have done "surgeon performed an achilles lengthening and scar tissue debridement" including poly swap, infection test turned out negative. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.